Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was treated with pre-dilatation not direct stenting as previously stated and post dilatation. On (B)(6)-2010, the patient had a positive nuclear stress test. Prior to this, he began to develop angina. Associated symptoms were a burning sensation in his chest associated with exertion. Pain was alleviated with nitroglycerin and rest. On a 215 days post index procedure, the distal lad was treated with direct stent placement using a 3.00 x16 mm taxus liberte drug eluting stent. Residual stenosis was 0% with timi 3 flow. The mid lad was treated with direct stent placement using a 3.5 x 12 mm taxus liberte drug eluting stent. Following post dilation residual stenosis was 0% with timi 3 flow. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the complaint device was implanted, therefore is unavailable for return for analysis. The manufacturing records the reported batch have been reviewed and no issues or discrepancies were found. The record review confirms that the device met all material, assembly, and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that coronary angiography performed at the time of the reintervention revealed a new lesion in the mid-distal lad with 65% stenosis which was treated with a drug eluting stent. Residual stenosis was 0% and timi flow was 3. The patient was discharged the next day on aspirin and prasugrel with the event considered to be resolved.

Event description:
(B)(4) clinical study. Same case as 2134265-2010-05791. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. Target lesion #1 was located in the proximal left anterior descending artery with 95% stenosis and was 14 mm long with a reference vessel diameter of 3.75 mm. The physician treated the lesion by directly implanting a 3.50 mm x 16 mm taxus liberte stent. Residual stenosis was 0%. Target lesion #2 was located in the mid right coronary artery with 99% stenosis and was 18 mm long with a reference vessel diameter of 3.1 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 mm x 20 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on the next day on aspirin and prasugrel. Following the index procedure the patient experienced angina. The patient was hospitalized and treated with a non-target vessel re-intervention. The patient was discharged the next day on aspirin and prasugrel.